Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Device evaluation has confirmed the reported issue. Device evaluation found image blacks out when angulated. A definitive root cause could not be identified reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope camera was not functioning. There was no harm or injury reported.